Event description:
During a supraventricular tachycardia procedure, the catheter signal had much interference. The electric signal was interrupted sometimes. Issue was resolved after the catheter was replaced. Additional information provided stated the signal loss occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. Signal loss occurred on both carto and the recording system at the same time.

Manufacturer narrative:
The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).